Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from the united kingdom, edwards received notification that this patient with a 3300tfx19mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of fourteen (14) years and nine (9) months due to degeneration. The patient presented with dyspnea and occasional dizziness and jaw pain before the reintervention. A transcatheter valve was successfully implanted within the edwards surgical valve. The patient had a right bundle branch block (bbbb) with left hemiblock pre-procedure, and a complete heart block (chb) post-procedure, needing a pacemaker. The patient was noted as to be in stable condition.